Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report. Event date is an estimation.

Event description:
It was reported that the patient lost weight, which resulted in the patient¿s ipg becoming very superficial and uncomfortable. As such, surgical intervention was undertaken wherein the ipg was explanted on an unknown date. The patient was re-implanted with a new ipg on (B)(6) 2019.